Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction . During the evaluation, it was confirmed that although sufficient helium was present, a low helium level alarm was generated. The calibration of the internal tank was performed by the fse. Following calibration, the internal tank pressure increased to within specification, measuring between 196 psi and 204 psi. No fault logs indicating a confirmed device failure were identified. No parts were replaced during this service activity. All operational checks, functional tests, and safety checks were performed in accordance with factory specifications. The device was confirmed to be operating properly and was returned to clinical use.

Event description:
It was reported that in cardiosave intra aortic balloon pump, it showed "helium remaining amount error" during use, there was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.